Manufacturer narrative:
The serious events of systemic lupus erythematosus and muscular weakness were considered unexpected and possibly related to the treatment. Serious criteria included need for hospitalization. The potential root cause include the treatment procedure or worsening of underlying condition possibly triggered by the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report received on 15-jun-2021 from a physician concerning an adult female patient. The medical history of patient included lupus. No information about history of allergies or routine medication has been provided. The patient had previously received treatment with unspecified ha fillers and botox. The reporting physician was unsure of history of dental procedures in the 6 - 12 months prior to the injection. The patient had not experienced any illness in the month prior to the injection. On an unknown date, the patient received covid-19 vaccine [covid-19 vaccine]. On an unknown date in (B)(6) 2021, the patient received treatment with a total of 12 ml of sculptra aesthetic, 1 ml to each temple, 2 ml to chin, 3 ml to each cheek and 1 ml to each preauricular area (unknown lot number, injection technique and needle type). An unknown time later, on an unknown date in (B)(6) 2021, the patient developed a lupus flare up (systemic lupus erythematosus) for which she was hospitalized twice. The flare up consisted of weakness to legs (muscular weakness) and the patient was unable to drive her kids. Since in an unknown date in 2021 the patient received steroids [steroids] and an unspecified lupus medication (hcp was unsure of names of medications). Outcome at the time of the report: lupus flare up was not recovered/not resolved/ongoing. Weakness to legs was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious unexpected events of systemic lupus erythematosus, muscular weakness, the non-serious expected events of dyspnoea, hypoaesthesia and device ineffectiveness were considered possibly related to the treatment. Serious criteria included need for medical intervention and hospitalization. The potential root cause include the treatment procedure or worsening of underlying condition possibly triggered by the treatment procedure leading to muscular weakness, fall, hypoaesthesia and dyspnoea. Potential contributory factor for device ineffectiveness include steroid therapy. The non-serious event of fall was considered unexpected and unrelated to the treatment. Alternative root cause include muscular weakness. The case meets the criteria for expedited reporting to the regulatory authorities.. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report received on 15-jun-2021 from a physician concerning an adult female patient. The medical history of patient included lupus. No information about history of allergies or routine medication has been provided. The patient had previously received treatment with unspecified ha fillers and botox. The reporting physician was unsure of history of dental procedures in the 6-12 months prior to the injection. The patient had not experienced any illness in the month prior to the injection. On an unknown date, the patient received covid-19 vaccine [covid-19 vaccine]. On (B)(6) 2021, the patient received treatment with a total of 12 ml of sculptra aesthetic, 1 ml to each temple, 2 ml to chin, 3 ml to each cheek and 1 ml to each preauricular area (unknown lot number, injection technique and needle type). On (B)(6) 2021, the patient reported that her symptoms began shortly after sculptra aesthetic treatment with sun sensitivity. The patient developed a lupus flare up (systemic lupus erythematosus). The flare up consisted of weakness to legs (muscular weakness) and the patient was unable to drive her kids. Her symptoms progressed over the next 2 weeks with numbness (hypoaesthesia) in her face, arms and legs. She had fell (fall) once and was hospitalized. The patient had neurologic work up that was negative. The patient was treated with IV prednisone [prednisone]. While hospitalized, patient had some shortness of breath (dyspnoea). Since in an unknown date in 2021, the patient received unspecified lupus medication (hcp was unsure of names of medications). On (B)(6) 2021, the hcp contacted patient and she was doing better. On (B)(6) 2021, the patient stated that she was much better. The patient was not seeing any results (device ineffective) from her sculptra injections which might be related to her steroid therapy for the sle flare up. Outcome at the time of the report: lupus flare up was recovering/resolving. Weakness to legs was recovering/resolving. Numbness was recovering/resolving. Fell was recovering/resolving. Shortness of breath was recovering/resolving. Not seeing any results was unknown. Tracking list: v.0 initial. V.1 fu received on 26-jul-2021 from same physician. Events (fell, numbness, shortness of breath and not seeing any results) were added. Suspect device implant date, event onset date, outcome and corrective treatment details were updated.